Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump reveals no anomaly found.

Event description:
The patient experienced withdrawal symptoms. During a (B)(4) study, the hcp noted the (B)(4) was difficult to advance/push through the catheter. The hcp suspected a catheter kink or occlusion. During surgery on (B)(6) 2012, the hcp did not find objective proof of a catheter occlusion. The hcp decided to replace the pump which was approximately halfway through its life. The patient outcome was reported as recovered without sequela. Drug delivered via the device was lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model 8731, (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.